Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Analysis was unable to perform the displacement test or test for a70 alarm and unexpected restart alarm due to motor error alarm. The pump had cracked battery tube threads and cracked reservoir tube lip, and had moisture damage on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 198 mg/dl. The customer states the insulin pump alarmed motor error, motor position encoder error, unexpected restart, and had condensation under the screen. The customer states the pump was exposed to moisture from being pushed into a pool. The customer noted there is fluid under the lcd screen. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.